Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy pacemaker (crt-p) set screw was set, but the "impossible to take off" (disengage) after several attempts. The device was not used and another was implanted.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.